Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) of peritonitis in a patient coincident with dianeal pd2 unknown therapy. On an unreported date in late 2011, the patient experienced fever and vomiting. On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was due to the patient missing pd therapy due to financial insufficiency. On an unreported date in (B)(6) 2011, the patient began remedial treatment with vancomycin, ciprofloxacin and heparin. The event of peritonitis was ongoing and deteriorated. It was unknown if the events of fever and vomiting had resolved or whether dianeal pd2 unknown therapy was ongoing. The nurse stated the event of peritonitis was unrelated to dianeal pd2 unknown therapy. Causality statements were not provided for the events of fever and vomiting.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.